Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Lot number was requested but not provided; therefore device history record review could not be performed. The cause of the event could not be determined from the information available and without device evaluation. Based on the information provided, the most likely cause of this type of event is damage to the screw during insertion and subsequent post-op migration. Screw damage/breakage can be caused by flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, incorrect driver and screw combination, or applying excessive force to the screw during implantation. The potential cause(s) of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a second surgery was performed approximately four months post-op to remove a piece of broken screw. According to the reporter, the screw broke post-op and was approximately 5 mm near the joint. The free-floating piece of screw caused pain and blockage in the joint. No further patient or event information was provided at the time this event was reported.